Event description:
Complainant alleged that during biomed testing, the device prompted "unit failed" and "error 8- defib charge fail" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing using the returned batteries and pads without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.